Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the 3cg stylet was confirmed, but the exact cause of the damage could not be determined. One 3cg stylet was returned for investigation. The stylet exhibited evidence of use. A tacky residue was observed on the t-lock extension set. The stylet wire had been manipulated within the t-lock extension set. The wire had been retracted through the septum and the stylet extended 20.5cm from the distal tip of the t-lock extension set. The stainless steel core wire was kinked 21cm from the yellow tab and 1cm distal to the t-lock extension set. The polyimide tubing was kinked 1.1cm from the distal tip of the stylet. A microscopic examination revealed that the polyimide tubing was kinked between two adjacent magnets. The core wire appeared to be intact at the kink site. The multimeter showed continuity between the conductive epoxy tip and the tether assembly spike. Due to the evidence of use, it is possible that the stylet was inadvertently kinked during the insertion process; however the cause of the kink could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of recz3592 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during placement of PICC it took multiple passes to get down into svc, sherlock was not picking up accurate reading of p-waves, and the tip of stylet was kinked once removed for evaluation after the procedure. It was stated patient did not have tortuous anatomy and inserter did not feel resistance during procedure. Cxr needed for PICC placement verification

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz3592 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during placement of PICC it took multiple passes to get down into svc, sherlock was not picking up accurate reading of p-waves, and the tip of stylet was kinked once removed for evaluation after the procedure. It was stated patient did not have tortuous anatomy and inserter did not feel resistance during procedure. Cxr needed for PICC placement verification